Event description:
The facility reported an infusion pump that turns on by itself. Info was not provided regarding whether the reported event occurred during pt use. Although attempts were made by baxter customer svc, details were not provided regarding add'l contact info, pt demographics, medication involved, or device programming. The hosp rep stated they have no record of any pt incident since the last baxter svc event.